Event description:
It was reported that a small volume infusor did not fully deliver its contents. The device was filled, using the baxter recommended procedure, with an unknown amount of an unknown solution. Priming was then performed, which confirmed flow, but it is unknown if all the air was removed from the administration tubing. After 46 hours of patient infusion, half of the solution remained within the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) - the lot was manufactured from 09/20/2013 to 09/24/2013.the device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.